Manufacturer narrative:
The customer technical specialist (cts) assisted the customer via telephone troubleshooting with replacing the worn tubing at pv37, resolving the reported leak issue. The customer verified instrument operation by performing shutdown, startup and running quality controls. Field service was not dispatched for this issue as the customer was able to resolve the problem. (B)(4).

Event description:
The customer reported a clenz reagent fluid leak of approximately 20ml from worn tubing at pinch valve pv37 in a coulter hmx hematology analyzer with autoloader. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, eye protection and gloves at the time of the event, and there was no report of exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.